Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for post lumbar laminectomy syndrome and spinal pain. The reason for call was pt reported they had back surgery about 10 months ago to relieve pressure from their back. Pt stated they put "metal" in their back as a result of their surgery. Pt reported eri started to display. The patient was redirected to their hcp.  Pt commented that their device has controlled pain for them up to a certain point.